Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken bend relief and green fluid coming out of the white power lead was confirmed. The system controller (serial #: (B)(4)) was returned for analysis and a log file was downloaded from the returned controller for review. A review of the downloaded log file showed 240 events spanning approximately 24 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). There were no events related to the reported event active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. The strain reliefs were found to be broken on both power leads. The system controller was run for an extended period of time on the mock loop and was able to support pump function for extended operation. The damage to the power lead strain reliefs did not affect the controller¿s ability to operate a system. The power leads were further investigated. An insulation test was performed on both power leads and the power leads performed as intended. The cable jacket was stripped on the white cable and green fluid ingress was observed inside of the cable. The root cause for the reported event was not conclusively determined through this analysis. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller. Heartmate ii instructions for use section 6 entitled ¿patient care and management¿ and heartmate ii patient handbook section 4 entitled ¿living with the heartmate ii¿ instructs the user on how to properly shower with the heartmate system. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller was exchanged due to a broken bend relief and green fluid coming out of the white lead. The system controller was exchanged without issue and was returned for evaluation.